Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) and consumer (con) via a distributor (dist) regarding a patient receiving intrathecal gabalon at a dose of 150 ug via an implantable pump for spinal cord injury. It was reported that there was a suspected infection around the pump. On (B)(6) 2025, the patient contacted stating that the skin around the pump had become red. An infection around the pump was suspected and the daily dose was reduced to 20% for removal. Although there were no findings indicating infection in the images, antibiotics were administered and the patient was under monitoring. The attending physician commented that the patient might be susceptible to infection due to a history of diabetes and tuberculosis. It was stated that the patient requires intrathecal baclofen (itb), so it was preferable not to remove it as much as possible. Additional information received from a foreign health care provider (for, hcp) and consumer (con) via a distributor (dist) indicated that a liquid hematoma-like substance was accumulated underneath the skin around the pump, and when suction was removed, the redness improved. There was no infection in bacterial culture. According to the patient, the affected area was hit in around (B)(6); at that time, the bleeding did not absorb and it seemed to have accumulated underneath the skin. Clopidogrel was administered, but administration was discontinued. Antibiotics was discontinued and the patient's follow-up was observed, but there were no problems, so the patient was discharged from the hospital. The attending physician commented that the they thought it might be an infection, but it was not an infection but a subcutaneous hematoma due to external injury of the patient's body.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the patient was hospitalized initially due to a suspected infection.